Event description:
It was reported that the device disassembled and the ball bearings fell into the pt's head (surgical site) during a surgery. The ball bearings were easily removed with forceps. Add'l anesthesia was used for the extra 15 minutes they spent retrieving the bearings. A backup device was used to complete the procedure as the customer made sure there were no device parts inside the pt's body.

Manufacturer narrative:
Internal components were evaluated which revealed that one of the ceramic balls was missing from the attachment. During visual inspection, it was confirmed that there was sufficient loctite on the threads of the housing of the device.